Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary investigation selection: investigation site: (B)(6). Selected flow: 5. Broken. Visual inspection: the visual inspection has shown that the screw is broken and approximately 7 mm from the threaded tip section are missing. The broken tip was not returned for evaluation. Additionally, there are wear marks inside the hexagon visible. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: inspection certificate supplied by zapp dated 27-apr-2015 was reviewed and determined to be conforming. Lot summary report dated 10-may-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the visual inspection has shown that the screw is broken and approximately 7 mm from the threaded tip section are missing. The broken tip was not returned for evaluation. Additionally, there are wear marks inside the hexagon visible. This lot of (B)(4) was manufactured in july 2018 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. As it was reported that the screw ¿ only turned left on till it would have been fully tightened» has led us to suppose that an user error in combination with high applied force has led to the breakage, as this is a screw with right-hand thread. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history: lot part: 214.842s. Lot: l969797. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 09.jul.2018. Expiry date: 01.jul.2028. The device history record shows this lot of 240 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Non-sterile: part: 214.842. Lot: l942153. Manufacturing site: mezzovico. Release to warehouse date: 20.jun.2018. The device history record shows this lot of 240 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance's noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Blanks were manufactured in monument. Therefore material and DHR review will be performed by monument. Manufacturing location: monument. Manufacturing date: 12-apr-2018. Part number: 214.042.999, 4.6mm screw blank 42mm 04.5 cortex screw w/3.5 hex. Lot number: h602595. Lot quantity: 788. Work order traveler met all inspection acceptance criteria apart from one hundred pieces that were scrapped in cell, turn head, for set-up tooling. The remaining 788 pieces were released to blank storage on 12-apr-2018. Component(s) reviewed: part number: 13008, 316lc*ri4.58. Lot number: h366656. Lot quantity: 1,283 lbs. Inspection certificate supplied by zapp dated 27-apr-2015 was reviewed and determined to be conforming. Lot summary report dated 10-may-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Patient ID/initials and weight are unknown. Additional product code: ktt. Device broke intra-operatively; device is not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the patient was treated with a two-hole locking compression dynamic hip plate due to a proximal femoral fracture. During insertion of the cortex screw, the head of the screw broke off; the screw "as" only a left turn away from being fully tightened. The screw thread was not removable, so the plate was removed and replaced with a four hole plate. The procedure was prolonged for one (1) hour. Concomitant device reported: two-hole locking compression dynamic hip plate (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).